Event description:
It has been reported that the machine was not switching on. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that that the machine was not switching on. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.